Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested assistance with setting up a new personal profile in their pump. Customer had elevated blood glucose (bg) levels in the 300 mg/dl range. Tandem technical support guided the customer through creating a new personal profile. Customer delivered a manual injection to stabilize bg levels.